Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusions. The customer's blood glucose level was 300 mg/dl. After clearing the alarm, the customer was to administer a correction bolus. As the customer was in the process of changing the supplies when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusions was unable to be performed.